Event description:
A bard indwelling urinary catheter tubing was caught by the pt's legs during an episode of confusion resulting in mechanically pulling the catheter partially out. The inflated catheter balloon became lodged in the most distal portion of the male pt's urethra without exiting the pt's body. At unsuccessful attempt was made by the rn to deflate the catheter balloon by aspiration with a syringe at the balloon port. This was followed by a cut to the balloon port. Cutting the balloon port did not successfully deflate the balloon. Successful passive decompression of the balloon occurred when the provider inserting a needle to puncture the balloon through the urethral opening. No lasting harm was identified for the pt.